Manufacturer narrative:
A device history record (DHR) review was performed on the lot and no issues or discrepancies was found. No similar complaints were found in this lot. The hub, telescope, and imaging core assembly were not returned; only the sheath assembly was returned. The sheath was received in two pieces: the broken off distal tip end measured 2.3cm long and the remainder was 142.3cm long. Functional testing cannot be performed due to the missing parts. The complaint sample was sent to an outside vendor for oxidation analysis and the result revealed high levels of oxidation at the surface of the tip fracture and throughout the tested sample. A review of the device labeling and directions for use (dfu) contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. A review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The fragile tip detachment failure has been determined to be oxidation of the catheter which causes embrittlement increasing the likelihood of tip detachments of this nature; a root cause of design was assigned.

Event description:
A percutaneous coronary intervention (pci) was performed for a 90% stenosed, mildly calcified and moderately tortuous lesion in the proximal left circumflex (lcx) coronary artery. It was reported that an intravascular ultrasound (ivus) imaging catheter was prepped with no problems. First, ivus was used to view the previously implanted stent in the lmca - lad (left main - left anterior descending coronary artery) and saw that it was well apposed. Next, the physician used ivus in the lcx to pre-image for stent placement and stated that the catheter was able to image fine and experienced no resistance withdrawing ivus from the patient's body. However, once ivus was outside of the patient's body, the physician noticed that the tip of the catheter had detached and was missing. The detached catheter tip was found inside the y-connector and was retrieved when the rotating adapter of the y-connector was untightened. The procedure was completed with a new ivus catheter and the patient's status following the procedure was reported as "fine".

Event description:
A percutaneous coronary intervention (pci) was performed for a 90% stenosed, mildly calcified and moderately tortuous lesion in the proximal left circumflex (lcx) coronary artery. It was reported that an intravascular ultrasound (ivus) imaging catheter was prepped with no problems. First, ivus was used to view the previously implanted stent in the lmca ~ lad (left main~ left anterior descending coronary artery) and saw that it was well apposed. Next, the physician used ivus in the lcx to pre-image for stent placement and stated that the catheter was able to image fine and experienced no resistance withdrawing ivus from the patient's body. However, once ivus was outside of the patient's body, the physician noticed that the tip of the catheter had detached and was missing. The detached catheter tip was found inside the y-connector and was retrieved when the rotating adapter of the y-connector was untightened. The procedure was completed with a new ivus catheter and the patient's status following the procedure was reported as "fine."